Event description:
The product was used during a sub total gastrectomy procedure. Reportedly, the knife assembly bent and the instrument partially fired. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
10/13/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.